Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned.

Event description:
It was reported as part of the secur-fit advanced clinical study that during the perioperative period for a study subject, the patient had pain when ambulating. Close study of the radiograph revealed a hairline acetabular fracture. The patient went to the rehabilitation unit for 6 weeks of recovery, with 20% foot flat weight bearing.

Event description:
It was reported as part of the (B)(6) clinical study that during the perioperative period for a study subject, the patient had pain when ambulating. Close study of the radiograph revealed a hairline acetabular fracture. The patient went to the rehabilitation unit for 6 weeks of recovery, with 20% foot flat weight bearing.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.